Event description:
It was reported the device exhibited noise on the far-field electrograms and myopotential inhibition on near-field electrograms. Recommended programming changes were made and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.